Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision procedure with unspecified mentor gel breast prostheses that bilaterally ruptured after implantation. The patient reported that one of the devices is ruptured and in the other device the inner liner has deteriorated. X-ray and ultrasound results show that there is mixing of the fluids because of the deteriorated lining. In addition, the patient reported that her breasts were hurting and that they are swelling. The patient also reported that she had a mammogram in 2012 that showed concern but did not provide any further details. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.